Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. ¿the device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. ¿a retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced frequent low blood glucose while using the ilet system and expressed dissatisfaction with pump use, reporting difficulty with supply changes due to hand limitations and challenges using the associated smartphone; the user requested a return, and internal review noted no usable pump or sensor data for the prior period. Symptoms included hypoglycemia. Outcomes included no reported injury requiring medical intervention and no alerts or alarms reported. Investigation included review of available case information and complaint details. Investigation of this case revealed no device malfunction identified and no device alerts documented, with the event cause remaining unclear due to absent data and user-reported difficulties managing the system. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.